Event description:
It was reported that hair contamination was observed in the kit during set up. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. The catheter was received with the inner pouch opened. A hair (dark brown) and approximately 0.8 inches long was observed under the large tray. The lot number was not supplied and we are unable to complete a device history record review.